Event description:
The customer's mother reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 600 mg/dl. The customer started having high blood glucose a couple hours ago and the battery cap got stuck and could not remove it. The customer mother was advised to call back when her daughter is with her so that we could do some troubleshoot with her concerning the battery cap still not able to be removed. The customer agreed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.